Event description:
It was reported to philips that the flexvision pc failed to boot and was stuck at 0 seconds on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the cmos battery and scheduled a flexvision pc change. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: g(B)(4).